Event description:
It was reported that during a pci procedure, the express2 monorail stent was damaged. The lesion being treated was located in the severely tortuous, calcified mid left antenior descending (lad) artery. Initially, a maverick2 balloon was used to dilate the lesion. The physician attempted to cross the lesion, but the express2 monorail stent could not cross. While attempting to pull the stent back into the guide catheter, the stent edge was caught on the tip of guide catheter. Entire system removal is recommended in the instructions for use. Therefore, the stent delivery system was removed together with the guide catheter. Upon removal, the physician confirmed that the stent was "curled up". The procedure was completed with another manufacturer's stent. There were no reported patient complications. Patient status listed as "good". It is noted that this product was used after the expiration date.

Manufacturer narrative:
The device was discarded at the user facility. The root cause of the event could not be determined.